Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that a patient presented with post-paced t-wave over-sensing noted on the patient's implantable cardioverter defibrillator. No intervention was reported. The patient was stable throughout.

Event description:
New information received notes that the event was noted remotely via merlin.net. Corrective programming changes were made on (B)(6) 2022 and the patient was stable throughout. The patient weight is unknown and the post-paced t-wave over-sensing was found to have triggered false automatic mode switch episodes. No additional adverse consequences were reported. The physician associated with the event is dr. Ivan ho.

Manufacturer narrative:
Additional information: e1: physician for this event is dr. (B)(6). Additional information: g2- field should include "health professional"